Manufacturer narrative:
The reported event was confirmed. The device was not returned for analysis; however, four images were submitted for evaluation. Based solely upon visual inspection of the aforementioned images, a long transparent piece of foreign material was noted next to the introducer sheath. Further investigation determined the foreign material to be the delaminated jacket liner from the interior of the introducer sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the delaminated jacket liner remains unknown.

Event description:
Following a pulmonary vein isolation ablation procedure, a detachment occurred. A single transseptal access was obtained and the ablation and diagnostic catheters in the left atrium were alternately inserted and removed through the same agilis sheath. When the ablation catheter was inserted, resistance was noted. When the case was completed, and the sheath was pulled out, there was a plastic flexible tube attached to the tip of the sheath. The tube was measured against the length of the body to confirm there were no materials left inside the patient. The patient was stable and followed.

Manufacturer narrative:
The reported event stating that a ¿plastic flexible tube¿ detached from the sheath was confirmed. The device was not returned for analysis; however, four images were submitted for evaluation. Based solely upon visual inspection of the aforementioned images, a long transparent piece of foreign material was noted next to the introducer sheath. Further investigation determined the foreign material to be the delaminated jacket liner from the interior of introducer sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the delaminated jacket liner remains unknown.